Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in tubing) during dwell 2 of 4 on the homechoice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power on the hc and enter the alarm log. The hp saw system error 2367 and system error 2240. The hp stated she was not sure if a clamp was open in the organizer. The hp stated there were no other obvious reasons for the se 2240. The tsr advised the hp to end the therapy. The hp stated she would not restart therapy that night. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was confirmed and the root cause was determined to be use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.